Event description:
It was reported that a pump was alarming no disposable clamp tubing. Stopped and restarted the pump. The pump continued to alarm. Clamped the tubing, opened the cassette and checked for air in the line. The cassette was reattached, and the pump was restarted. The pump was then running correctly. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.